Event description:
The customer reported that no image was displayed on the monitor when performing fluoroscopy. No patient injury was reported.

Manufacturer narrative:
A ge service representative performed an onsite investigation. The reported issue could not be duplicated. The wiring and the connections were checked during the service call. The system was tested and found to be working as intended and put back into service.